Event description:
I use a dexcom g7 continuous glucose monitoring system, li have used dexcom cgms for many years, using g7 system. For approximately 2 years, I rely very much on the monitoring, as I have hypoglycemic unawareness - and cgms alarm, particularly at night while sleeping" has often prevented severe hypoglycemic episodes. I use an iphone 8 as monitoring device, running dexcom 7 app. Approximately 2 months ago, the dexcom app displayed a message saying that my phone would soon no longer be compatible to nm necessary app. I contacted dexcom support at that time - and they told me clearly that although my phone would not be compatible with new dexcom app, there would be no reason why (assuming I did not try to upgrade to new app) that my phone would not remain compatible with present g7 system. Today - app (suddenly) displayed message that "your g7 app will no longer function on this device." That is the only screen new displayed - no readings at all (this is the middle of a 10 day dexcom sensor session.) This is a significant problem for me, as I will no longer have the continuous monitoring which is so vital to me. I contacted dexcom support - and all they could tell me was that I would have to purchase new phone (one which is compatible with their new requirements). Clearly, dexcom "pushed" new software on to my phone (automatic update?) Which caused my phone to no longer be compatible with their g7 system. I see online that (also just today) there are many other users who report the same (sudden) dexcom incompatibility issue. Very clearly - dexcom should not have unilaterally pushed software on users which destroys the functionality of their system.